Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 400 mg/dl to over 600 mg/dl; cause was unknown. Customer administered a manual injection to address elevated bg. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.